Event description:
It was reported that a user dropped a dumbbell on the ilet, resulting in a shattered screen and necessitating a hardware replacement, with no device alerts or alarms reported. Customer care provided assistance that included a review of service records, and coordination for device replacement. Investigation of this case revealed physical damage to the display consistent with accidental impact. Symptoms included no reported adverse clinical effects or user injury as a result of shattered screen. Outcomes included no reported impact to the user¿s health or need for medical care. It was concluded that the event was attributable to user-induced mechanical damage rather than a device malfunction.